Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation, and the reported complaint was confirmed. The unit was received with the shock cushion and the 6-inch transitional teeth worn from routine use. Device required replacement of worn components in addition to general maintenance and cleaning. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was not locking in position and was slipping. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.